Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No error alarms were noted in the history screen. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed motor error during priming. Customer's blood glucose level was 165 mg/dl. Customer reported that the device alarmed multiple different alarms in the morning, as a significant event that may have caused the device to alarm. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.